Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. During troubleshooting, the customer observed air bubbles within the infusion set tubing. The tubing was primed to address the issue. There was no reported adverse impact to the customer's blood glucose level.